Event description:
It was reported that there was generalized tonic-clonic seizures the morning after a stage 2. It was noted that the event resolved without sequela on (B)(6) 2013. It was noted that the patient had hospital admission for seizure management on (B)(6) 2013. It was noted that and eeg with video was performed as a diagnostic method and the result was that the eeg was abnormal and was consistent with a moderate to severe generalized nonspecific cerebral dysfunction. It was noted that a CT scan was performed on (B)(6) 2013 and the right deep brain stimulator appeared to have a small amount of blood products. It was noted that he left pneumocephalus was unchanged. It was noted that the bilateral deep brain stimulators were in place. It was noted that a second CT scar was performed on (B)(6) 2013 and there was a small hematoma adjacent to the right electrode. It was noted that cause of the event was unlikely related to the device or therapy and possibly related to the implant procedure. It was noted that the patient had symptoms of extended arms and legs, shaking in both arms and legs, urine incontinence and the eyes rolled back in head. It was noted that the severity was severe. Refer to manufacturer report #6000153-2013-00178.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va08t93, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va08t93, implanted: (B)(6) 2013, product type lead. (B)(4).